Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address recurrent dislocation.

Manufacturer narrative:
Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: zimmer femoral head event: this was used in conjunction with depuy product in this patient. This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Duraloc head and liner revision performed on (B)(6) 2016. Previous revision in 2001 for a loose femoral component and liner exchange. Now presented with recurrent dislocations. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.